Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a battery maintenance required message. There was no harm reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a battery maintenance required message. Further evaluation and service review identified that both batteries were overdue for maintenance, and a battery maintenance process was initiated. Additionally, the device screen exhibited intermittent display disturbance (¿snow¿), for which further service was planned. There were no patient involved.

Manufacturer narrative:
Updated field: b4, b5, d9, d10, g3, g6, g7, h2, h3, h6, h11. (Type of investigation, investigation findings, health effect ¿ impact codes, component codes, investigation conclusions). Correction: event site city. Additional initial rep name: (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. As per the attached images, both batteries are past their battery maintenance deadlines. A battery maintenance process was initiated and should last approximately 1 day. After the process is complete, the customer is advised to report whether the message has disappeared. If the message persists, further service must be provided. As per the attached images, the equipment screen is displaying intermittent "snow." A further service will be scheduled to address the issue, as inspections cannot be performed due to the equipment being in battery maintenance. Our local representative reported that the equipment displayed an alarm indicating the need for battery maintenance. The customer was visited and the procedure was performed on the equipment. After the service was completed, the equipment was released for use and, since then, there have been no further complaints from the customer.